Manufacturer narrative:
Analysis was normal. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implantable cardiac monitor implant procedure. During the procedure, after implanting the device, telemetry could not be re-established with the device. No troubleshooting was performed. The device was not used and replaced with a new device. Once the device was explanted, telemetry was re-established without issues. It was noted that the recommended troubleshooting was not performed to address the issue when device was implanted. Patient was stable during the procedure and was discharged in stable condition.